Event description:
The reporter stated during a telephone consultation with integra, that following a spinal surgery procedure, using the manta ray anterior cervical plate, he had observed screw back out on post operative x-rays. There was non fusion at the site. The pt had had radiation for thyroid cancer. Integra requested, in writing, additional clinical info. The surgeon responded that he was not able to provide additional info and could not recall the date or details of the case as it was clinically irrelevant.

Manufacturer narrative:
Integra determined that insufficient info regarding the identity of the device and the pt outcome was provided by the surgeon to enable investigation. Without the date of the original surgery, further investigation into the size or type of plates and screws involved in this incident is not possible. Should additional info be received in the future, this complaint will be reconsidered at that time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.